Event description:
It was reported that during a routine follow-up, the lead was observed with high rate episode caused by noise. It was also noted that reversion due to sense within the refractory period occurred. The sensing polarity on the lead was changed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.